Event description:
As reported on by the end user on (B)(6) 2011, while performing a percutaneous transluminal angioplasty of graft occlusion in the left forearm, a pta balloon burst during the second inflation at approximately 15-20atms. An attempt to retrieve the pieces of the balloon from the patient were not successful. It was reported that there was no harm to the patient due to this event and the patient is currently stable.

Manufacturer narrative:
The reported defective device was returned for evaluation. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.